Event description:
Additional information received reported that the pump infused fentanyl (20,000 mcg/ ml concentration, at 8,000 mcg/day), but was later switched to morphine after the revision (to current dosage 2.3mg/day). It was noted that the patient was originally trialed with morphine, which performed ¿extremely well.¿ the patient experienced a lack of pain relief, despite the increase in daily dosage. The revision was performed on (B)(6) 2012. X-rays were taken and confirmed the catheter had dislodged in the subcutaneous tissue. The pump was stated as ¿working fine¿ and was not touched. The catheter was replaced along with the anchors and an extension was added. It was stated that the change worked ¿fine¿ and the patient was doing ¿extremely well.¿

Manufacturer narrative:
(B)(4).

Event description:
Patient reported the catheter was dislodged. The patient stated the doctor did some tests and confirmed that the catheter came completely out of the intrathecal space about two weeks prior. A catheter revision was done in (B)(6) 2012. Patient stated that he was told the catheter was re-inserted and he was switched to morphine. The patient experienced withdrawal. Since then, the patient was not sleeping and was not feeling well. The pump previously delivered fentanyl. The pump was currently delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).